Event description:
In 2009, the patient reported she does not think her insulin infusion device is properly delivering insulin. She stated her blood glucose has been erratic over the past year, ranging from 43- 500 mg/dl. Her target range is 130-200 mg/dl, with her doctor wanting her to stay around 200 mg/dl. She stated her last a1c was 6.2 and her average blood glucose for april was 209 mg/dl. During troubleshooting, she stated she is properly changing her headset and tubing and, rotates her sites properly using her abdominal area and sides. She stated her doctor has just switched her to a different type of insulin and she allows it to reach room temperature prior to filling her cartridge. She has air bubbles at times, which she primes out. She said her waking blood glucose this morning was 128 mg/dl. She ate lunch and bolused a 7 unit multiwave bolus of insulin, and at 3:30 pm her blood glucose was 335 mg/dl. She treated her reading by giving herself another 2 unit bolus of insulin. To troubleshoot, the patient was instructed to check her time and bolus history on her infusion device. She confirmed they were accurate. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.